Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up # 1 date of submission 12/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/22/2016 with the following findings: the pump was unable to power up and was completely unresponsive during the investigation due to moisture damage. During visual inspection of the pump, it was observed that the battery compartment had two cracks and there was evidence of moisture corrosion in the compartment, on the motor flex connector. A leak test was performed and failed due to the battery compartment leak. The pump was opened and there was no further moisture damage found internally.